Event description:
It was reported that the procedure was to treat the mid anterior tibial artery with moderate calcification. The lesion was pre-dilated with a 3.5 mm balloon. The 3.75x38 mm esprit below the knee (btk) delivery system failed to cross the lesion and a smaller esprit btk device was able to cross. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that there was fluid leaking from a hole in the outer member, a tear in the guide wire exit notch and a broken strut. The account stated the stent was noted to be crimped upon removal. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, dimensional analysis were performed on the returned device. The reported scaffold deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified tibial artery during advancement to the lesion causing the reported failure to advance and subsequent deformation of the scaffold. A smaller sized scaffold successfully crossed the lesion indicating the esprit btk3.75 x38 mm device may have been too large for the intended lesion. Additionally, the delivery system was returned with significant damage (bent/kinked/torn outer member, bent hypotube and torn guide wire notch). The account indicated they were only aware of the stent deformation. It is likely the delivery system damage is due to handling and/or manipulation of the device during the procedure and/or during post procedure handling. The observed torn outer member was located at a place of what appears to be an extreme fatigue to the outer member due to kinking. It is likely that handling of the device during the reported difficulties advancing resulted in the severe outer member kink and subsequent torn outer member material. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.